Manufacturer narrative:
(B)(4).

Event description:
It was reported that increase capture threshold and sensing of atrial signals were noted on a remote transmission showed. Chest x-ray revealed lv lead dislodgement approximately one month post-implant, potentially due to a fall. The lead was repositioned on (B)(6) 2016 with no complications. The patient was asymptomatic throughout.